Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass procedure, the thread broke in a row. The procedure was completed with another device. The surgical time was extended by more than 30 min. No patient harm reported. The current status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass procedure, the thread broke in a row. The surgical time was extended by more than 30 min. No patient harm reported.